Manufacturer narrative:
It was reported in the initial report that the date of this report and date device returned to manufacturer was november 24, 2017. These dates have been corrected to november 23, 2017.

Manufacturer narrative:
Reporter number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device coupling tool side had seized, jammed, moved heavy, the device was not working, the gear leaver and coupling head were loose. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function, check the cannulation, check the attachment coupling, general condition and check status of development. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.